Event description:
I chose to have a tubal ligation on (B)(6) 2010. I was informed by the dr then and now. I had "clips" placed on my tubes, the operative report states, falope rings were placed. I am unsure how the procedure was performed. I will have an x-ray soon, to rule out clips. I reported immediate pain and heavy periods to my obgyn dr that performed the surgery. I have suffered one confirmed, possibly two miscarriage. Every month I suffer from very painful and heavy clotting periods, which has led to severe anemia. The pain is so bad I am weak and not able to stand when bleeding episodes/regular cycles) occur.